Event description:
Sales rep reported that during surgery, the set screw broke in half during tightening. The broken part was removed and the rest of the device remains in the pt. No pt complications were reported.